Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged during the implant procedure. Ra loss of capture (loc) was observed at high output levels however under fluoroscopy the lead appeared stable. The physician elected to leave the lead in service and use it for sensing and not pacing. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.